Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2016. Approximately 6 years and 2 months after the initial procedure the patient had a right hip revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: osteolysis due to polyethylene wear the scar tissue was debrided around the acetabular component and removed the polyethylene liner. They utilized a small probe and suction to debride the area of osteolysis in the superior done of the acetabulum. Sterile compressive dressings were applied. The patient was awakened and taken to the recovery room in satisfactory condition.

Manufacturer narrative:
D10: concomitants: (B)(6), 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups. (B)(6), 142-36-00 - cocr fem head 36mm +0 offset 12/14. (B)(6), 164-13-10 - novation element ro s/o col sz 10. (B)(6), 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6), 186-03-54 - integrip mh cup sz 54mm. (B)(6), 201-78-97 - 2 pk, schanz pin, 3mm x 145mm. Pending investigation.

Manufacturer narrative:
The most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available. These devices are used for treatment not diagnosis.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, h6 - health effect - clinical code, component code, type of investigation, investigation findings and h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.